Manufacturer narrative:
Per (B)(4) initial report. Additional information including operative notes (primary and revision), patient age, activity level, weight and medical history, whether the patient experienced any slips / falls or other trauma post primary surgery, what the patient was doing at the time that the pain started, what was implanted at the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity / metafix revision (ops used in primary) of the cup, ecima liner, biolox delta ceramic head and stem after approximately 3 years and 10 months due to stem loosening and suspected infection. Please note: this initial report is being submitted late due to the corin employee notifying the corin vigilance department late. The reporter was made aware of this event on 04 mar 2026, however, did not notify the vigilance team until 15 apr 2026. This employee has been re-trained in reporting timelines and reminded that any event must be submitted to vigilance in a timely manner.